Event description:
It was reported that the a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), low impedance, t-wave oversensing (twos), and high-rate non-sustained episodes. The patient has not been non-compliant with their follow-up. No programming changes were made at this time but suggestions were given. The lead remains in use. No patient complications have been reported as a result of this event.